Manufacturer narrative:
Event 2: correction: this report has been identified as b. Braun medical internal report number (B)(4), not (B)(4).

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). One (1) physical sample was provided for evaluation. Sample was decontaminated and upon visual evaluation stress marks and cracks were found on side port of caresite where the backcheck valve was broken into. Based on the results of the evaluation the defect reported was confirmed. Review of the machine data was unable to identify anything that could cause this defect. Based on investigation on the backcheck valve the most likely potential cause is that the defect originated from excessive force being placed on the valve during use. Review of manufacturing documents was unable to confirm that this is related to personnel or supplier. While an exact root cause cannot be determined, review of the complaint samples and manufacturing records suggests that the defect did not originate from a failure in the manufacturing processes. Based on these findings the most likely potential cause is that the defect originated from excessive force being placed on the valve during use. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: it was reported that while drawing blood from newly inserted saline lock, using smiths medical jelco saf-t holder, upon disconnect from the extension set, the male section of the saf-t holder broke off into the caresite luer access device needleless connector (b braun caresite smallbore extension set with bonded connector, causing it to be unusable and blood to free flow from the extension set due to the broken piece stuck inside the needleless connector.) No injury reported.